Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 489 mg/dl; cause was unknown. Customer was treated with manual injection and intravenous fluids of saline to address the elevated bg. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.